Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the inner sheath broke inside the patient during a therapeutic cystolitholapaxy procedure. The device was retreived and switched with another olympus device. There were no reports of patient harm.